Manufacturer narrative:
(B)(4), (B)(6), (B)(4).

Event description:
Maceration was reported on a lower leg burn would, when using pico for 3 days. Burn ointment had been used on the wound for 3 days prior. Pico use was discontinued.